Manufacturer narrative:
(B)(4) .most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 04/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 98mg/dl and 219mg/dl fasting. Reviewed meter memory: 1:273mg/dl (B)(6) 2015 10:10:00 am fasting:yes. 2:287mg/dl (B)(6) 2015 10:02:00 am fasting:yes. 3:272mg/dl (B)(6) 2015 10:01:00 am fasting:yes. 4:353mg/dl (B)(6) 2015 09:58:00 am fasting:yes. 5:244mg/dl (B)(6) 2015 10:07:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint or erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-200 mg/dl fasting. Verified the stripes expire 04/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 98mg/dl and 219mg/dl fasting. Reviewed meter memory: (B)(6); no adverse event reported.